Event description:
Ethicon endo-surgery ace laparoscopic shears x 2 device failed to work properly. Both pieces of equipment worked for a short period of time (a few minutes total) and neither of them would roticulate when gray cord attached. Diagnosis or reason for use: laparoscopic assisted sigmoid colon resection.